Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. On 25-aug-2024 apifix was notified that patient # (B)(6) has a loose screw at the t9 level (extender screw). According to the reporter, the patient did not attend the scheduled follow-up appointments for two years, and now at 15 years old her recent images show a loosening of the screw at the level of the top vertebra, t9. The correction of the lumbar curve looks quite good, and she doesn't have any significant complaints. Surgeon is considering whether to proceed with a revision surgery right away, or possibly remove the implants earlier, or if he should wait for now. Surgeon will update the decision on this case. Reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev s;  screw loosening is addressed in the IFU as potential risks associated with the mid-c system and spinal surgery generally. Screw loosening can result from infection, improper insertion at the index surgery, osteolysis, or improper screw size selection. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On 25-aug-2024 apifix was notified that patient # (B)(6) has a loose screw at the t9 level (extender screw). According to the reporter, the patient did not attend the scheduled follow-up appointments for two years, and now at 15 years old her recent images show a loosening of the screw at the level of the top vertebra, t9. The correction of the lumbar curve looks quite good, and she doesn't have any significant complaints. Surgeon is considering whether to proceed with a revision surgery right away, or possibly remove the implants earlier, or if he should wait for now. Surgeon will update apifix about the decision on this case.